Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased from 350 mg/dl, to 401 mg/dl, to an even higher amount. The customer went to work but was later sent home due to vomiting. The customer treated via manual insulin injection. Troubleshooting revealed that the customer had decreased her basal rate due to a previous low of 46 mg/dl. The insulin pump otherwise seemed functional. The drive support cap appeared normal, a prime was successful with the current set, and there were no site anomalies. A high pressure test was declined due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.